Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent remains in patient. Device issue: stent dislodgement. It was reported that while attempting to place the graftmaster stent to treat a perforation in a 2.5 mm vessel, the stent became dislodged proximal to the perforation. After the stent dislodged, the vessel thrombosed. Although this was not desired, nothing could pass the dislodged stent and the thrombosis ended up sealing the perforation. The stent remains undeployed in the patient. No additional event or patient information is available.